Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced.

Event description:
Additional information received, indicates that effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-33140. It was reported that x-rays revealed a lead fracture. It was noted the patient was having issues with therapy. As a result, the patient may undergo surgical intervention to address the issue. No further information is available at this time. It is unknown which lead is fractured, so both are being reported.